Manufacturer narrative:
Visual inspection of the device showed no major abnormalities found. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that a polarx, polarsheath and polarmap were used in a paroxysmal af (de novo) cryoablation procedure. The physician guided the polarsheath over a guidewire without resistance, trans-septal into the left atrium. While inserting the polarx balloon into the polarsheath and reaching the ostium of the lspv. After inflating the polarx balloon, no visible signs of cardiac decompensation were noted. Only after administration of contrast agent for occlusion assessment did the blood pressure drop significantly and under fluoroscopy the contrast medium showed an unnatural flow behavior. The physician decided to stop the procedure immediately, and asked for a quick heart ultrasound investigation. A fulminant pericardial effusion was immediately recognizable, which prompted the physician for an emergency case and to puncture the effusion externally. After 1 1/2 liters of blood had been withdrawn, the patient's condition stabilized even under the administration of volume and drugs. The polarx, polarsheath and polarmap devices were removed without performing ablation. The devices have been returned to boston scientific for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarx, polarsheath and polarmap were used in a paroxysmal af (de novo) cryoablation procedure. The physician guided the polarsheath over a guidewire without resistance, trans-septal into the left atrium. While inserting the polarx balloon into the polarsheath and reaching the ostium of the lspv. After inflating the polarx balloon, no visible signs of cardiac decompensation were noted. Only after administration of contrast agent for occlusion assessment did the blood pressure drop significantly and under fluoroscopy the contrast medium showed an unnatural flow behavior. The physician decided to stop the procedure immediately, and asked for a quick heart ultrasound investigation. A fulminant pericardial effusion was immediately recognizable, which prompted the physician for an emergency case and to puncture the effusion externally. After 1 1/2 liters of blood had been withdrawn, the patient's condition stabilized even under the administration of volume and drugs. The polarx, polarsheath and polarmap devices were removed without performing ablation. The devices are expected to be returned to boston scientific for analysis.